Event description:
Rv sensing decreased to 2.3mv. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a damage into the insulation (approx. 15.7 cm distal to the is-1 connector pin), which most likely resulted from strongly tightening the suture sleeve during the implantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported undersensing. The measurements during the electrical analysis were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.